Event description:
The accounts maintenance alleged when he plugs the bed in, he hears the head motor making a noise, but the head section doesn't move. When he presses the head up switch the head section will not rise. The accounts maintenance alleged he can manually crank the head section up but it will lower unintentionally.

Manufacturer narrative:
The account declined to repair the bed.